Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. Device passed the displacement test, rewind, basic occlusion test, selftest and unexpected restart error test. All operating currents are within specification and the off no power alarm functions properly. It was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that he was experiencing high blood glucose. Customer stated he would call back because he was going to the hospital. The customer called the next day and reported he went to the hospital. Blood glucose value was over 600 mg/dl. The customer stated he had burn on left and felt that there was infection. Customer was told at the hospital not to wear the insulin pump. The insulin pump was replaced and returned for analysis.